Event description:
It was reported that during a scheduled vena cava filter retrieval, a detached filter arm was noted to be embedded in the ivc wall. The filter was retrieved successfully; however, the detached arm remains in the pt. There was no reported pt injury.

Manufacturer narrative:
This event was reported via a voluntary med watch report # (B)(4). The lot number was not provided: therefore, the device history records could not be reviewed. The investigation is currently underway.